Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the pump resetting during prime as well as a battery/contact issue. The pump is currently at school with her son. Caller stated that when the site was changed, the battery that was put in the pump would not power on. The battery needed to be changed 5 times until the pump powered on. This issue has occurred multiple times in the past. Customer's mother stated that last week, when he changed his site, the pump beeped and counted down backward. Customer's blood glucose level was 206 mg/dl. Customer had a blank display on the pump. Pump also has cracks in the reservoir compartment that were caused by normal tear and wear. Customer could not get into the alarm history to see why the pump did a reset during prime. Customer's mother was advised to call back. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.